Manufacturer narrative:
(B)(4). Implanted approx. 20 years ago. Concomitant medical products: item# unknown, unknown liner, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08045.

Event description:
It was reported that patient underwent a revision procedure due to wear/dislocation approximately 20 years post implantation. Attempts were made to obtain additional information; however, none was available.